Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose while transitioning back onto a newly set up ilet pump after being off the pump, with readings of 399 mg/dl initially and 377 mg/dl on follow-up; the device was reported to be functioning and dosing conservatively, and the user chose to disconnect and revert to backup therapy, which reflected an improper or incorrect procedure relative to recommended use. Symptoms included hyperglycemia and dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.